Event description:
Same case as MFR#: 2134265-2009-02902. It was reported that post a coronary drug eluting stenting treatment procedure, a stent thrombosis occurred. The in-stent restenosed lesions being treated were located in the proximal and mid left anterior descending (lad) artery inside a previously deployed unk bare metal stent. The lesion was predilated with an unk balloon. A 3.00x12mm taxus liberte stent was implanted in the proximal lad and 2.75x12mm taxus liberte stent was implanted in mid lad. Ivus confirmed the stents were inflated properly and timi flow 3 was confirmed. A 3.5x8mm non-bsc stent was implanted in left main during the procedure. The pt received aspirin and clopidogrel pre and during the procedure. Pt stayed in the hospital for follow up. Three days post the initial intervention, the pt was in the hospital and complained of epigastralgia. Angiography identified a thrombotic occlusion at proximal portion of the 3.00x12mm taxus liberte stent in the proximal lad. The thrombus was suctioned with a suction catheter, a 3.0x10mm flextome cutting balloon was used. Angiography was performed and timi flow 3 was confirmed. The pt condition is getting better and is having rehabilitation. The pt was scheduled to be discharged from the hospital at the beginning of june. The pt status was reported as "stable".

Manufacturer narrative:
It is indicated that the device wil not be returned or eval; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.